Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an auto-off alarm. The customer reported a blood glucose level of 118 mg/dl. During troubleshooting, tandem technical support educated the customer on the reason for the alarm and advised for the customer to check with their health care provider before modifying any settings. Additionally, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was not impacted. Reportedly, the customer will continue to use pump to continue insulin therapy.